Event description:
It was reported that after one month of use the minicap transfer set had developed some cracks on the light blue colored region of the main body of the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is reported to be available and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigation the reported event. During visual inspection of the device with the naked eye and a microscope, cracks were noted on the light blue main body of the transfer set. Functional tests including leak, clear passage, and clamp function testing were performed with no issues noted. Upon completion of the investigation, the reported problem was verified via the visual inspection; however, an assignable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.